Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the patient experienced pericardial effusion, perforation and chest pain. The right atrial (ra) lead was replaced. No further patient complications have been reported as a result of this event.